Manufacturer narrative:
(B)(4). This lot was manufactured from february 28, 2013 to march 1, 2013. Evaluation summary: the device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the exterior surface of the reservoir near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate experienced rupture approximately 30 minutes into infusion. The unit was filled with 2g rocephin and 100ml glucose (both non-baxter products). There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.